Manufacturer narrative:
Siemens filed the initial MDR 1219913-2015-00205 on december 22, 2015. On 01/04/2016 additional information: the further testing at the other site was performed on an alternate method. The (B)(6) confirmatory test was performed by the customer. The (B)(6) confirmatory results are no longer available. All the data was removed from the centralink data management system. The lot number for the hbsag confirmatory (conf) assay could not be obtained since the customer does not track ancillary reagent lot numbers when the reagents are on board the instrument. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The cause for the discordant (B)(6) results is unknown. Siemens healthcare diagnostics has requested additional information from the customer. The instrument is performing within specifications. No further evaluation of the device is required. The (B)(6) confirmatory (conf) assay IFU states in the interpretation of results section: "for diagnostic purposes and to differentiate between acute and chronic (B)(6) infection, the detection of (B)(6) should be correlated with patient clinical information and other (B)(6) serological markers. It is recognized that presently available methods for detection of (B)(6) surface antigen may not detect all potentially infected individuals. A nonreactive (B)(6) test result does not preclude the possibility of exposure to or infection with (B)(6)." UDI number: the UDI number is unknown. The customer has not provided the reagent lot that was used at the time of the event.

Event description:
A falsely confirmed (B)(6) result was obtained when the customer performed advia centaur xp (B)(6) confirmatory (conf) testing. The patient sample was repeat reactive for (B)(6). The customer had released the initial reactive results prior to repeating. After running the hbsag confirmatory (conf) testing, the patient sample was sent for further testing at another site. The result was negative. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) confirmatory results.